Event description:
Woodpecker device ceased functioning while broach was inside femur. Hardle cannot be removed from broach while it's inside femur. Distributor rep (B)(4) had to open another woodpecker device to attach to broach hardle. This resulted in surgery intraoperative delay of 20 mins. This has happened before.